Event description:
It was reported that the insulin pump vibrated and alarmed unusually. The most recent blood glucose reading was 109 mg/dl. The customer stated that she thought that the device sounded like a car. She also observed a crack on her insulin pump located on the front glass screen. She noted that it looked like possibly a deep scratch. She stated that the vibrating sounded more like rattling than a normal vibrate. She did not know how or when the damage had occurred to the device. She also reported that the rattling sound occurred when she first received her insulin pump, but she thought that it would go away. She advised that it had gotten progressively worse and requested its replacement. The customer was advised that the device would be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with vibrator rattling during the self test due to vibrator adhesive not adhering. No alarm anomaly during testing was noted. The pump also had deep scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.